Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery on that the unit has a depth of cut issues; as the dermatome cut into the patient's fat tissue. There was also a report of weak and later strange sound coming from the device. There was harm or injury to the patient as the dermatome cuts into the patient's fat tissue "probably a quarter of an inch on both cuts, then skinned the surface past the second cut". An additional skin graft also had to be harvested. The cuts were closed with 3-0 and 4-0 monocryl sutures. A delay of 30 minutes was reported. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; the control bar was loose and out of position. The control bar was adjusted, and the spring seal, ball plunger, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.